Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation executive summary field technician stated issue of module release latch jammed & bent was confirmed. On 13-mar-25, pcu was received unboxed and with paperwork. Verified pcu functions normally with no errors latch and leaf spring are physically damaged. Unit was dropped. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace latch and leaf spring. Failure investigation report attached to sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had module release latch bent and jammed. There was no patient involvement.